Event description:
First intermittency reportedly began in august 2002, external equipment was exchanged several times (exact dates not given). In 2003, the patient was seen at the center for device evaluation. High electrode impedance measurements were found when testing was performed. The sound sensation returned to normal sometimes when the external headpiece was moved. Surgery to explant the device is to be scheduled.